Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ap200; rgbddbs0 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: no patient consequence. The issue occurred with 2 boxes of clips from the same lot at least. The problem is related to the clips that did not close, they did not hold closed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clips were fed properly on the device. They did not always clip properly on the patient. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2022 this report was submitted in error as this product is not sold in the us and there are no similar devices, therefore this product is exempt from medical device reporting per 21 cfr part 803.